Event description:
It was reported that a pt underwent a retropubic sling procedure in 2006. During the procedure, it was discovered by cystoscopy that the pt had trigonitis, and the pt was treated with macrobid postoperatively. Urinary retention of moderate intensity occurred after the procedure, and the study coordinator opined that the tape was placed too tightly. A foley catheter was placed, and twenty three days later, a procedure to release the tape was successfully performed. At present, the patient is voiding normally with no symptoms of stress urinary incontinence.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500 a form will be submitted accordingly.